Manufacturer narrative:
(B)(4) - intraocular pressure rise, size incorrect for patient. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens had a low vault and the patient experienced elevated intraocular pressure. The patient was taking oral and topical anti-glaucoma drugs.